Event description:
It was reported that there was mold on distal end of catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: material no: 382534 batch no: 8275595. It was reported that upon opening rn noticed black on the distal end of the catheters, and appears to be mold.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs provided. Bd received two 20ga insyte autoguard bc units without packaging. Unit # 1 consisted of the catheter/adapter assembly that was within the protective needle cover and the needle/hub assembly which was retracted within the safety shield (barrel). Unit #2 consisted of the protective needle cover and the needle/hub assembly fully retracted within the safety shield (barrel) which had the catheter/adapter assembly pushed into the barrel also. Both catheter/adapter assemblies were intact with a black foreign matter present on/near the tip of the tubing. The photograph displayed similarities to that of the returned units. Through visual/microscopic evaluation, the units displayed extreme traces of lubrication(non-foreign) along with black specks of foreign substance adhered to the catheter tubing near the tip. The reported issue was confirmed however bd could not determine a root cause. The foreign matter found on the catheters is most likely a burnt or discolored silicon however since the samples were out of the original packaging, bd can not confirm this defect was caused during the manufacturing process or user environment.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was mold on distal end of catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: material no: 382534, batch no: 8275595. It was reported that upon opening rn noticed black on the distal end of the catheters, and appears to be mold.